Manufacturer narrative:
Pt code: no consequence to the pt reported. Device code: separation is not specifically addressed on the provided caution label. One used device and 24 unused devices (from the same lot as complaint device) were returned to assist in the investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. This device is shipped with an attached caution label, in which it is illustrated: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An inspection of the returned device shows that the distal weld ball is intact but the distal end of the wire guide has been knotted. Assuming this was not done, post procedure to prevent the wire guide from unraveling further, it would indicate a very tortuous anatomy. In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per the warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The event description does state that the "fistula was full of clot, which may have caused the wire to shear off" which leans evidence though not conclusive but sufficient to conclude that pt anatomy was related to this event. The root cause for this event was that pt condition was related to occurrence. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis, which was performed.

Event description:
A (B)(6) female underwent fistula declot in the forearm procedure on (B)(6) 2012. The physician gained access in the fistula, however, in removing the dilator and wireguide, the micropuncture wireguide got stuck and sheared off. The broken portion of the device was out of the pt and they were able to remove the wireguide. The fistula was full of clot, which may have caused the wire to shear off. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.